Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a vessel was attempted with a proglide device, using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a ¿cuff-miss¿ occurred. The sutures of another proglide device were successfully preplaced. The tavi procedure was completed and hemostasis was achieved with the preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received. It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device,via a 6f sheath using the pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Following the "cuff-miss" the sutures of two proglide devices were successfully preplaced. The sheath was upsized to 14f and the tavi procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. No additional information was provided.